Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (disposed post procedure). If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that post procedure patient experienced sick sinus syndrome, bradycardia, av block on (B)(6) 2025. A farawave 2.0 nav cath was selected for use during a clinical procedure. Alert received for heart block on (B)(6) 2025. Metoprolol and sotalol were put on hold. Patient had pacemaker implanted on (B)(6) 2026. No events were noted on implantable loop recorder (ilr) since insertion of pacemaker.